Event description:
Clinical outcomes after coarctation surgery in a pediatric population at heart center leipzig - a two-decade experience. The aim of this retrospective study was to analyzed the postoperative outcomes and long-term intervention rates for pediatric patients undergoing extended end-to-end coa repair without cardiopulmonary bypass. Between october 2002 and january 2024, among 168 patients, the median age at surgery was 11 days (interquartile range [iqr] 6¿26). Consists of 58 females.5-0,7-0 prolene sutures (ethicon) was used in the study. The median follow-up was 33 months (iqr 7 months¿8 years). Reported complications: 5-0 ,7-0 prolene sutures (ethicon). Developed chylothorax (n=7) treatment: not reported. Due to hemodynamically relevant re-coarctation (n=5) treatment: early catheter-based intervention. In conclusions, extended end-to-end anastomosis for coa repair in children yields excellent survival and acceptable long-term outcomes, though re-intervention remains a consideration.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citation: ann pediatr cardiol. 2025 jan-feb;18(1):13-18. Doi: 10.4103/apc.apc_249_24. Epub 2025 jul 14. Pmid: 40814330; pmcid: pmc12348706. Https://doi.org/10.4103/apc.apc_249_24.